Event description:
It was reported that the bd intima-ii plus closed IV catheter was damaged causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, the patient used a closed intravenous indwelling needle for infusion therapy in the preparation before the egg retrieval operation. After the puncture was successful, the patient found blood oozing from the puncture dressing while waiting for the operation. The nurse immediately tore off the dressing and checked and found that there was no abnormality in the puncture site of the patient's indwelling needle. Because the cause can be checked and explained to the patient, the indwelling needle was pulled out and the catheter was reinserted. Check and pull out the indwelling needle and find that the indwelling needle hose is damaged and leaking.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii plus closed IV catheter was damaged causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient used a closed intravenous indwelling needle for infusion therapy in the preparation before the egg retrieval operation. After the puncture was successful, the patient found blood oozing from the puncture dressing while waiting for the operation. The nurse immediately tore off the dressing and checked and found that there was no abnormality in the puncture site of the patient's indwelling needle. Because the cause can be checked and explained to the patient, the indwelling needle was pulled out and the catheter was reinserted. Check and pull out the indwelling needle and find that the indwelling needle hose is damaged and leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 14-jul-2023. Investigation summary: a device history review was conducted for lot number: 2354420. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. During visual observation of the device, our engineers were able to identify a slight bulge in the catheter tubing. Characteristics of the affected area are consistent with damage sustainable during the manufacturing process. The root cause for this event is most likely related to transference between manufacturing stations and an un polished gripper. To prevent a reoccurrence of this event our engineers have issued a maintenance request to have the offending stations checked and polished.